Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and post procedural haemorrhage ("little bleeding following procedure") in a (B)(6)-year-old female patient (gravida 9, para 1) who had essure (batch no. 624474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous. Concurrent conditions included hypertension, anxiety, depression, migraine, hepatitis c, vulvar cancer, multiple allergies and obesity. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("little cramping following procedure") and weight increased ("weight went from 120 pounds to 196 pounds/weight gain"). In 2012, the patient experienced menstruation irregular ("periods have been irregular the past year"), night sweats ("night sweats on and off the past year"), hot flush ("hot flashes on and off the past year") and hypertension ("high blood pressure"). In (B)(6) 2013, the patient experienced menstruation delayed ("has not had a period this month") and increased appetite ("hungrier this month") with food craving. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and visual impairment ("vision/eye problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with lisinopril and surgery (bilateral salpingectomy and full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache, tooth disorder and visual impairment outcome was unknown, the post procedural haemorrhage had resolved, the procedural pain, menstruation irregular, night sweats and hot flush had resolved, the hypertension outcome was unknown, the weight increased had not resolved and the menstruation delayed and increased appetite had not resolved. The pregnancy outcome was not reported. The reporter provided no causality assessment for hot flush, hypertension, increased appetite, menstruation delayed, menstruation irregular, night sweats, post procedural haemorrhage, procedural pain and weight increased with essure. The reporter considered headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: essure legal manufacture has changed from bayer healthcare, llc,(B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. The case becomes legal case. New events added- abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), device ineffective, migraines, headaches, dental problems, pain and vision/eye problems. Lot number added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of post procedural haemorrhage ("little bleeding following procedure") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("little cramping following procedure") and weight increased ("weight went from (B)(6) pounds to (B)(6) pounds/ weight gain"). In 2012, the patient experienced menstruation irregular ("periods have been irregular the past year"), night sweats ("night sweats on and off the past year"), hot flush ("hot flashes on and off the past year") and hypertension ("high blood pressure"). In (B)(6) 2013, the patient experienced menstruation delayed ("has not had a period this month") and increased appetite ("hungrier this month") with food craving. The patient was treated with lisinopril. Essure treatment was not changed. At the time of the report, the post procedural haemorrhage, procedural pain, menstruation irregular, night sweats and hot flush had resolved, the hypertension outcome was unknown and the weight increased, menstruation delayed and increased appetite had not resolved. The reporter provided no causality assessment for hot flush, hypertension, increased appetite, menstruation delayed, menstruation irregular, night sweats, post procedural haemorrhage, procedural pain and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Most recent follow-up information incorporated above includes: on 28-feb-2018: upon internal review, all information regarding case # (B)(4) has been deleted. Reporters, patient's relevant history, lab test, drug information and concomitant drug were deleted. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.